Event description:
Info was received from an international service provider that the alarm reportedly did not sound on this device. The device was reported to be in pt use, but there was no report of pt harm or injury. During eval, the complaint was duplicated. The digital board was replaced by the international service provider to correct the problem. The digital board is being returned to the MFR for investigation. If further pertinent information becomes available, a follow up report will be submitted.